Manufacturer narrative:
G4: 25feb2020 b4: (B)(6)2020. The manufacturer¿s international service technician could not confirm the reported key failure issue. The touchscreen was confirmed to be defective. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20sep2019.

Event description:
The customer reported a ventilator with a key failure. There was no patient involvement/harm.